Event description:
It was reported by the patient that he underwent water vapor therapy procedure approximately two years ago. The patient indicated that he experienced side effects and complications. Three days post procedure, the patient was hospitalized for four days. No further information was provided.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. Patient symptoms are known risks associated with water vapor therapy procedures. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number and facility account number were not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Event description:
It was reported by the patient that he underwent water vapor therapy procedure approximately two years ago. The patient indicated that he experienced side effects and complications. Three days post procedure, the patient was hospitalized for four days. No further information was provided.